Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a heart ablation done and when they went to connect with the implant, they were seeing a call you doctor icon and a power on reset (por) message. It was reviewed that this needed to be cleared by the healthcare provider and the caller noted they had notified their healthcare provider. On a second call, it was again reported that the patient had a heart procedure on friday, and they were having trouble turning the device back on. During the call the caller synced with the ins and saw a por message. The caller was redirected to the healthcare provider to clear the por. No patient symptoms were reported. No further complications were reported.